Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, "drill bit got stuck or engaged in the drill sleeve. Dr had to use a mallet to get it out and then had to freehand it."